Event description:
The fse reported that during the device evaluation, the battery pca pins were found in the depressed position. No, the device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 3 and 4 were damaged.